Manufacturer narrative:
The device was returned to ventec for investigation. The reported malfunction was confirmed; however ventec could not reproduce it. The investigation determined user error caused/contributed to the reported malfunction.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.